Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the system had insufficient cell cleaning. He replaced a tubing on the washing unit and performed system checks and cleaning's. After service, the customer performed all measurements in duplicate. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca calcium and ck creatine kinase results for two patients tested on a cobas 8000 c 702 module. Before patient testing, a field service engineer performed maintenance on the analyzer. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. Patient 1¿s initial calcium result was 1.29 mmol/l, and the patient¿s repeat result was 2.01 mmol/l. Patient 2¿s initial ck result was "<7 u," and the patient¿s repeat result was 60 u. The calcium and ck reagent lot numbers and expiration dates were requested but not provided.